Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of angle wire, bending angle in up direction does not meet the standard value. Nozzle has foreign objects. Due to a pinhole on the distal end, water tightness was lost. No electrical continuity due to corrosion on the distal end. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end had a chip. Adhesive on the distal end had a white-clouded area. Due to clogging of the nozzle, water removal ability does not meet standard value. Due to a dent on channel tube, forceps could not be inserted smoothly. The bending tube had a dent. The adhesive around objective lens was peeled. The adhesives around the objective lens had a white-clouded area. The connecting tube had a dent and wrinkle. The universal cord had coating peeling. In addition, the distal end, the connecting tube, the protector of universal cord on the control section side, the image guide protector, and the connecting tube were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility does not know about what the foreign material is. It was unknown if there was a delay between the end of clinical use and the start of pre-cleaning. It was unknown if the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The facility did not respond if the endoscope was pre-soaked in a detergent solution. There was no response if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It was unknown if the air/water nozzle was flushed with a detergent solution. There was no response from the facility if there was any other concerns regarding the reprocessing.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had insufficient angulation. Inspection and testing of the returned device found the nozzle had foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.